Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Undersensing observed on numerous electrocardiogram bradycardia episodes. This device was reported as included in the field action. Based on the information received performed and without the return of the product, it cannot be confirmed that this device as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that upon interrogation of the device, undersensing was observed in bradycardia/pause episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.